Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there were no issues advancing the asahi miracle bro 6 guide wire to the totally occluded left circumflex coronary artery. The guide wire was removed from the anatomy and wiped down with gauze when it was noted that the coating from the wire came off and the tip of the wire unraveled. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: based on the provided information and the outcomes of inspection of the returned items, it is inferred that a metallic guide wire introducer tool was used over the guide wire with its tip contacting to the guide wire with angle, and that the guide wire removal manipulation was made under such condition, so that the polytetrafluoroethylene coating of the guide wire was exposed to excessive abrasive and scraping force and scraped. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot.

Manufacturer narrative:
(B)(4). (B)(4) distributes the device and is responsible for MDR reporting.